Event description:
Patient scheduled for transanal endoscopic microsurgical excision of rectal tumor using the wolf tem machine. Patient was intubated and a proctosigmoidoscopy was performed by the surgeon and then patient was positioned and prepped for surgery. When it came time to start the machine only, the top unit was lighting up and working (insufflator). The bottom unit did not turn on. Other staff came into the room to troubleshoot the problem with no luck getting the bottom unit to turn on. The wolf rep, and team leader was called to help troubleshoot. At this time the surgeon wanted to abort the case.